Event description:
During a therapeutic ureteral procedure, this basket opened and closed successfully 2 or 3 times and then would no longer close and an inner wire became detached. The procedure was completed successfully with another device, which no patient complications. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated that the sheath is buckled at the strain relief near the handle. The basket is deformed as if encapsulation has taken place. The wire subassembly is broken within the handle. A lot history search revealed no prior complaints being reported against this product lot. The possible root cause of this complaint is user technique. Co directions for use state: " caution: if resistance is encountered while attempting to withdraw the lithocatch immobilization device through the scope, stop and assess reason for resistance before proceeding. No not exert excessive force." User technique and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.